Event description:
It was reported the patient's device was showing high impedance readings on some of the bipolar pairs. It was stated that all pairs using electrode #0 were >4,000 ohms. Electrode #0 was not a part of the patient's regular programming. The patient was having an increase in leakage; it was not clear if it was a partial or total return of symptoms. Therapy impedances were in range. Longevity calculations based on the patient's settings indicated the battery should last between 3.5-5 years. The patient was nearing 5 years post-implant. The possibility of a low or dead battery was discussed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3889-28, lot # v048597. Extension: model 3095-10, serial # (B)(4). Programmer: model 3037, serial # (B)(4).

Event description:
Additional information was received that reported the patient's implantable neurostimulator (ins) system was explanted and replaced on (B)(6) 2012. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v048597, implanted: 2007 (B)(6), explanted: 2012 (B)(6). Product typ lead product ID 3095-10 serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6). Product typ extension.